Manufacturer narrative:
The field service engineer (fse) removed and cleaned the ise electrode compartment. During the inspection, the fse found a missing o-ring on the ise reference block. The fse replaced the reference o-ring and electrodes. Ise checks passed. Calibration, qc, and precision testing were all acceptable. The investigation is ongoing.

Event description:
The initial reporter questioned ise results for multiple patient samples tested on a cobas pro ise analytical unit. The customer provided discrepant results for 2 patient samples tested for sodium. Patient 1 initial result was 146 mmol/l. The repeat result was 139 mmol/l. Patient 2 initial result was 150 mmol/l. The repeat result was 140 mmol/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. Amended reports were issued for both patients. The na electrode lot number was b4164. The expiration date was not provided. The electrode was installed on (B)(6) 2022.

Manufacturer narrative:
Calibration was last performed on 07-oct-2022 with acceptable results. The service actions resolved the issue.